Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump independently before contacting support and was provided with instructions on how to load the cartridge, start a cgm session, and understand pump settings. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which they acknowledged and understood.